Manufacturer narrative:
Patient identifier = sid (B)(6). The field service representative (fsr) inspected the analyzer, performed troubleshooting, and determined the syringe assy (7-77650-08) to be the cause of the issue. The syringe assy (7-77650-08) was replaced, which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai20810. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the alinity c processing module or the syringe assy (7-77650-08). Additionally, labeling was reviewed and found to be adequate. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration, and erratic sample results. The alinity I service documentation provides removal and replacement procedures for the syringe assy (7-77650-08). Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a difference in the results between automatic dilution and manual dilution for the alinity I ca 19-9 assay for one patient diagnosed with pancreatic cancer. The automatic dilution was falsely depressed. The results provided were: (B)(6) 2021, sid (B)(6), original result 744.553 u/ml, automatic 10x 195.389 u/ml, manual 2x 750.603 u/ml, 4x 641.001 u/ml, 8x 617.494 u/ml, 10x 704.008 u/ml. No impact to patient management was reported.